Event description:
Related manufacturing reference: 2182269-2018-00107, 9680001-2018-00127, 2184149-2018-00145. During an atrial fibrillation ablation procedure a cancellation occurred. While ablating in the left atrium, approximately 1 hour into the procedure, an impedance of 999 was displayed on the remote control and the generator. Additionally a "pop" was felt by the user from either the catheter or the sheath within the patient. The sheath and the catheter were examined for abnormalities. The sheath was noted to be difficult to maneuver but no visible abnormalities were observed. The impedance from the generator however did not improve and the case was cancelled. The patient was stable.

Manufacturer narrative:
One assembly rf gen ii remote was received for evaluation. All controls worked as intended when ac power was applied to the ampere remote. Inputted various impedance levels using a decade box with no abnormal results. Verified temperature readings. Simulated an ablation with no problems. Based on the information provided to abbott and the investigation performed, the reported impedance issue was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.